Manufacturer narrative:
The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. However a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultralink meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged issue occurred on (B)(6) 2015 at 07:30am. The patient manages her diabetes by self-adjusting her insulin doses and denied making any changes to her diabetes management routine in response to the alleged issue. The patient claimed that on (B)(6) 2015 at 12:00pm, after the alleged meter issue occurred she developed a symptom of ¿shaky¿, however denied receiving any treatment. During troubleshooting the cca noted that there was no apparent misuse of the meter and the patient had followed the correct testing process. Replacement products were sent to the patient. This complaint is being reported because, the patient developed a symptom suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.